Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. There were no other concerns with reprocessing. The event can be detected/prevented by following the instructions for use which state: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope had foreign objects. There was no patient involvement.